Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was scheduled for lead revision following unsuccessful defibrillation threshold (dft) testing at 31j and at 41j that required external shocks. During the procedure, the lead broke at the proximal end of the proximal coil and was partially abandoned in the patient's body. It was noted that the patient had hypertrophic cardiomyopathy, which may have contributed to lead extraction difficulty. The implantable cardioverter defibrillator (ICD) was also electively removed and replaced with another manufacturer's device and lead. No additional adverse patient effects were reported.